Event description:
An ambulance was called to the home of a male pt who was reportedly "out of breath". The rptr believes the pt had been diagnosed with copd and was having a "bad episode". The rescue personnel reported the pt to be "dusky" in appearance and administered oxygen due to the pt's condition. Allegedly, model n-20 pulse oximeter used in combination with co model ds-100a oxygen transducer displayed an oxygen saturation reading of 97%. The rescue personnel disregarded the readings and "swapped the entire set-up with another system" which reportedly displayed an oxygen saturation level of 66%.